Event description:
The customer states the battery is overheating. No malfunction or pt harm was stated by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.